Event description:
It was reported that the customer¿s ilet pump was physically damaged with a cracked screen after use with a belt clip, and the device could wake but could not be unlocked via the slide-to-unlock feature. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the ilet and continued cgm use on phone or receiver until the replacement arrived. Investigation included review of customer-provided photos and verification of device function status, shipping details, and data sync instructions. Investigation of this device revealed physical damage to the display assembly consistent with user handling, resulting in impaired user interface function without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.